Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. During the explant procedure, insulation abrasion was also observed on the atrial lead and no intervention was planned. The patient was stable and will continue to be monitored. Related manufacturer reference number: 2938836-2019-15959.